Manufacturer narrative:
\Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06064.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06064. It was reported the patient (B)(6) had a revision surgery on (B)(6) 2015 due to lead migration and the resulting ineffective stimulation. During the surgery, the patient's physician explanted the lead at which time it was noted the anchor appeared to have been broken. A new lead and anchor were implanted, and effective stimulation was reportedly restored postoperative.